Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2017-06441. It was reported the patient¿s cervical lead and extension were replaced with new ones due to high impedances. The patient is now receiving effective stimulation.